Manufacturer narrative:
Device received with e22 alarm followed by a32 alarm after battery installation, problem isolated to mother board. Unable to perform any tests due to e22 and a32 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had error alarm on insulin pump. The customer¿s blood glucose level was 180 mg/dl. Advised customer to discontinue use of the pump. Advised customer to revert to a back-up plan. The insulin pump will be returned for analysis.